Event description:
A user facility biomedical technician (biomed) reported to fresenius that a 2008t hemodialysis (hd) machine was being setup for the second treatment of the day when blood was noted inside the dialyzer. The patient care technician (pct) confirmed during follow-up that the second patient of the day had not yet connected for treatment when blood appeared at the top of the dialyzer used for setup. The pct stated that the biomedical technician (biomed) opened the machine and found two drops of blood inside the transducer. The pct stated that the first hd treatment of the day had completed without encountering any issues. The machine did not alarm with a blood leak message and no blood leaks were observed by the staff. The pct confirmed the patient did not experience a serious injury, adverse event, or require medical intervention. The patient's estimated blood loss (ebl) was not provided. The pct stated that a drop was found inside the dialyzer and two were found inside the machine. The biomed stated that the transducer was replaced to resolve the reported issue. The transducer removed from the machine has been discarded and is not available to be returned to the manufacturer for physical evaluation. The machine passed functional testing and has been returned to service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.